Manufacturer narrative:
H4: manufacturing date is not on the label but it is known, so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the baseline shift plan is not correct in mosaiq.